Manufacturer narrative:
The insulin pump had button error alarm and no act and up button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. No stuck screen noted. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that she was programing a bolus and the screen got stuck in number 5 and then the insulin pump alarmed button error. The customer stated that she is in hot weather. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.